Event description:
It was reported that during central processing, after completing a benign hysterectomy da vinci-assisted surgical procedure, the fenestrated bipolar instrument was inspected and found to have a burn/melting at the section located at the base of one of the instrument jaw/pulley discs. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and found to have thermal damage. It had charring and localized melting on the outer surface of one yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The complaint was confirmed by failure analysis.